Event description:
Receiving incorrect reading, meter states reading is >50 mg/dl lower than actual reading, during normal usage, seems the higher then test number the larger the incorrect reading. On (B)(6) 2013, called prodigy again, was told to test over phone and their meter was correct, was told by the operator that the doctor had no right on tell us that the meter is incorrect.